Event description:
It was reported that during the procedure to perform pre-dilatation, after unpackaging and prepping per instructions for use without issue, an 8.0 x 20 x 80 fox plus balloon dilatation catheter (bdc) was advanced via femoral access into a 6fr non-abbott sheath without resistance toward a moderately calcified lesion in the non-tortuous common iliac artery, however, the balloon was unable to be positioned correctly in the lesion as the balloon markers did not appear to be located in the correct position when viewed under fluoroscopy. The uninflated fox plus bdc was withdrawn from the anatomy without resistance and the proximal balloon marker was noted to be located next to the distal balloon marker. Though not confirmed prior to use, the site feels that the balloon marker was mis-located out of the box. As there was not another similar device available on site to complete pre-dilatation, the fox plus was re-advanced and pre-dilatation was able to be completed successfully using the same fox plus bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.